Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, while advancing the thumb advancer, the sheath "shreaded" and advancement could not be completed. The safety release was used to successfully remove the device from the pt anatomy. Hemostasis was achieved using manual compression. The pt developed a small hematoma at the access site, which resolved without treatment. There were no other adverse pt effects reported. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.